Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received from the facility contact on july 30, 2015 reporting that the complaint part number is 207.742, not 207.732, as originally reported.

Manufacturer narrative:
Additional narrative: device broke during insertion; device not considered implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads of a cannulated screw stripped off as the screw was advanced into bone during a procedure to repair an ankle fracture. An approximate ten to fifteen (10-15) minute delay was reported. The screw broke and a piece of the screw was retrieved; a piece of the sheared off thread was left in the bone. The procedure was completed successfully without further incident. This is report 1 of 1 for (B)(4).